Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the transmitter did not transfer the information to the insulin pump. During troubleshooting, customer mentioned he went to the emergency room due to an infection which was caused by his low blood glucose. Customer's blood glucose at time of call was 200 mg/dl. Customer will not be returning the device for analysis,